Event description:
It was reported that the patient's pump pocket was revised in (B)(6) 2013. No symptoms were reported, and the patient outcome was not known.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8731sc, serial# (B)(4). Product type: catheter. (B)(4).